Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed with motor error, motor position encoder error and no power. The customer reported that the insulin pump primed and rewind but alarms with motor error with basal. Customer reports the drive support cap appears normal. No harm requiring medical intervention was reported. The device will be returned for analysis.